Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Critical pump error (open book image) alarm not confirmed. No pump error 24 alarms noted during testing. Device failed the sleep current test due to moisture damage on the electronic assembly. P-cap or reservoir locked properly in place. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alarm generated when a power failure is detected error which led to critical pump error, possibly due to cracks on the pump where water got in during a shower. No harm requiring medical intervention was reported. The device will be returned for analysis.